Event description:
It was reported that post op a gastric bypass, the patient's first bowel movement resulted black stool. It is unknown what additional treatment was administered to the patient. This result leads the surgeon to believe that the patient was bleeding internally. The patient had to stay longer in than expected in the hospital. The patient has been discharged home. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.